Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and solyx sis were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior pelvic wall prolapse repair, colpopexy and cystoscopy due to sui and pelvic wall prolapse.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2010 due to stress urinary incontinence and grade 3 anterior pelvic wall prolapse. It was also reported that patient experienced pain, extrusion, infection and urinary problems. It was further reported that patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh exposure.